Event description:
It was reported that the switch remained on, and our inspection confirmed that there was a defect in the performance of the switch.

Manufacturer narrative:
It was reported that the switch remained on, and our inspection confirmed that there was a defect in the performance of the switch. Since we cannot determine the cause of the failure, we are sending the unit back to our switch supplier for their analysis.